Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via the submitted log file. The submitted controller event log file captured a no external power alarm on 02jan2026 at 11:11:24 while connected to the mobile power unit (mpu) due to a loss of ac power. The backup battery supported the system until 02jan2026 at 13:28:33, when the backup battery fully depleted resulting in pump stop. Shortly after, the controller shut down. The pump appeared to operate in the expected range until the backup battery fully depleted. There were no other notable events captured on the reported event date in the log file. The backup battery fully depleting has been addressed under the system controller investigation. Multiple attempts were made to obtain additional information regarding the serial number of the mpu, if the loss of power to the mpu was intentional, if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose from the wall outlet or the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, if any product would be returned; however, no additional information has been provided and to date, the mpu has not been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient passed away at home on (B)(6) 2026. The patient had last spoken with their brother around 10am on (B)(6) 2025. The brother attempted to call the patient that afternoon and could not get a hold of them. The brother went to the patient's house to check on them. The patient was found down with both power cables disconnected from power and the system controller was completely dead with no lights or audible sounds. The coroner was sending the controller back for further investigation and to pull log files. This was being worked as a suicide but was still to be determined. The log file appeared to capture a loss of power to the mobile power unit (mpu) at 11:11 am on (B)(6) 2026. This was immediately followed by power cable disconnect alarms. The system continued to operate at the set speed and was supported by the controller¿s backup battery (ebb) until the ebb was depleted and the system stopped at 1:28 pm. In addition, the log file captured multiple low flow events on (B)(6) 2026. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events. The low flow events seemed to be a patient related issue and not an equipment related issue. The mcs equipment was operating as intended.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.